Event description:
Ous MDR - it was reported that 48 months after the implantation increased threshold and pacing impedance were measured. The sensing and shock impedance measurements were in range. The lead was explanted.

Manufacturer narrative:
The returned lead was only available in fragments. A proximal fragment stretched to about 67 cm and a distal, severely damaged fragment were returned. The visual inspection showed multiple deformations of the lead fragments, especially in the distal area. The shock coil was severely stretched, massive in-growths could be seen around the tip electrode. The formation of fibrotic tissue may have contributed to the increased pacing impedance in the implanted state. The measurement of the direct-current resistances of the electrical conductors of the fragments proved to be unremarkable. The further course of the analysis detected multiple signs of abrasion and signs of wear and tear along the lead body. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.